Event description:
Pt's sats dropped to 74. The pulse ox alarmed. Family member came in to check on pt. Pt's pressures are normally around 30. At the time of the event they would not go above 13. Family member believed the vent was not delivering pressure/volume. The vent was not alarming (audible/visual) for any condition. There were no messages being displayed. Vent did not shut down. Vent was still giving the appearance or normal operation. Device was on ac power at the time. Accessory: humidifier.